Event description:
An "ra" pt developed proteinuria after receiving three prosorba column treatments. A renal biopsy showed membranoproliferative glomerulonephritis. The patient was treated with cytoxan and renal function returned to normal.